Manufacturer narrative:
After battery installation, the device gave an unexpected flashing white and blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to verify missing segments due to flashing white display. In addition, we were unable to perform functional testing including self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The device was received with minor scratched display window and scratched case noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was white and flashing. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.